Event description:
It was reported that the ventricular lead exhibited noise. The patient experienced dizziness with noise reversion episodes. The noise could be recreated with provocative testing and header manipulation. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.